Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a lung infection and lost weight within the last two years. During an in clinic follow up, it was noted that the patient experienced phrenic nerve stimulation in all configurations of the left ventricular lead. A lead revision was performed on (B)(6) 2021. During the procedure, left ventricular lead pacing was turned off and the patient's ejection fraction decreased significantly. The ejection fraction was recovered with cardiac resynchronization therapy. The lead was then explanted and replaced successfully with good outcome. The patient remained in stable condition.